Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2004. The patient developed a significant amount of heterotopic bone and was experiencing a very limited opening of 5mm. The surgeon removed the devices on (B)(6) 2019 and is planning to revise them with tmj implants made by another manufacturer at a future date.

Event description:
The patient's bilateral tmj devices were removed due to a significant amount heterotopic bone.